Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had insulin had squirted when priming infusion set. No harm requiring medical intervention was reported. The customer stated that insulin pump rejected new batteries, battery cap replaced a bunch stopped working, clip broken, insertions broken, battery diminished but not less than 7 days. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but prime or fill anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm. No failed battery test alert and charge/battery lasts less than expected anomaly noted. Device received with cracked battery tube threads and stripped battery cap coin slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).